Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) for suspected rvr (rapid ventricular response) due to atrial arrhythmia. Additionally, non-sustained ventricular tachycardia episodes were noted on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.